Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance of greater than 3000 ohms, causing a lead safety switch (lss) from a bipolar to a unipolar configuration of the device. The electrograms also showed some noise, but no oversensing. Ts was later contacted again regarding a false positive signal artifact monitor (sam) episode due to noise that disabled minute ventilation (mv). Sam was reprogrammed off, and mv was turned on. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating an ra lead fracture. Subsequently, the patient underwent a procedure to replace the ra lead. The plan was originally to implant a new ra lead, but because the axillary vein was not patent, a decision was made to extract the three existing leads and re-implant two new leads. Upon opening the pocket, it was found that the insulation on the ra lead was sheared and open. The outer coil was observed to be fractured. They had difficulty removing the ra lead, and the lead sheared and unraveled. The right ventricular (rv) lead also sheared at the insertion site and the lead could not be explanted. The third, non-boston scientific lead was successfully explanted with some difficulty. The ra and rv leads were surgically abandoned. A new ra lead was successfully implanted, but a second lead could not be implanted due to the second lead not being able to pass through the superior vena cava (svc) because of scar channels and adhesions to the remaining leads. The newly implanted lead was originally intended to be a ventricular lead, but it was decided the patient did not need an rv lead due to their original pacing induction, and the the new rv lead was transitioned into being a new ra lead. When attempting to suture the new lead in place, the suture sleeve for the lead entered the vasculature and could not be retrieved. While every attempt was made to retrieve the suture sleeve, the decision was made to leave the sleeve in the innominate vein. This was caused by the size of the access hole remaining after the removal of the laser sheath. It was noted the ra lead problems had also lead to loss of capture, oversensing, pacing inhibition and asystole prior to the explant procedure. No additional adverse patient effects were reported.